Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing on the stomach's antrum on a laparoscopic sleeve gastrectomy, the device did not form b-shape and had an incomplete staple line. Also, staples fell into the patient's cavity and retrieved using a grasper. Another device was used to complete the case. There was no patient injury.